Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient went into "full arrest" at home and the "device did not go off". The patient is reported to have fallen to the floor not breathing and alleges that the "device should have kicked in or at least given" the patient "a shock". The family reported that the cause of death was heart failure. No interrogation was performed post mortem and the device system was buried with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.